Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and their insulin pump received no delivery alarm. The customer¿s blood glucose level was 596 mg/dl. Customer treated high blood glucose with injections. Troubleshooting was completed for no delivery alarm. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.